Manufacturer narrative:
Corrected data- e1, e2, e3, d5, g2. Updated data- b4, d8, d9, g3, g6, h1, h2, h3, h11, codes(investigation types, findings, conclusion, component). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and found this unit with a paper saying "monitor shut off" asked for further information, but none was provided. The fse was unable to reproduce the problem stated but found error code 139. Per service manual power management board needs to be replaced. Removed and replaced power management board. Also found battery on bay two to be expired and due for replacement. The fse replaced the battery and performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use. Based on the evaluation results provided by the field service engineer, the analyzed failure "fault # 139 (communication with power management board fault)" was resolved by replacing the power management board. The removed part was requested to be returned for evaluation, but the part has not been received after making attempts, if part is received, we will reopen and update the complaint evaluation. Therefore, no root cause evaluation can be performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) monitor shut off by itself.